Manufacturer narrative:
(B)(4). The service engineer (se) verified the malfunction. The se inspected the device and made an adjustment to solve the alleged malfunction. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator had unresponsive touch screen while in use on a patient. The patient was placed on a second ventilator. The patient was not harmed or injured as a result of the event.